Manufacturer narrative:
Blocks a1 (patient identifier), b3 (date of event), b5, e1 and h6 have been updated based on the additional information received august 19, 2022. Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2006, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes e2330, e1405 and e1002 capture the reportable events of pain (vaginal pain, groin pain, perineum pain), dyspareunia (painful intercourse), and abdominal pain (lower abdominal cramps).

Event description:
It was reported to boston scientific corporation that an advantage sub-urethral sling was implanted during an advantage sub-urethral sling procedure on (B)(6) 2006 for the treatment of genuine stress incontinence. On (B)(6) 2007, the patient had no further symptoms of stress incontinence. She still had some urgency and occasional urge leakage. However, she felt that this was also improving. Her urinary stream was slower. On examination, the stab incisions had healed well, and there was no demonstrable stress incontinence. The physician will see the patient for further review in 4 months' time. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: vaginal pain, groin pain, perineum pain, lower abdominal cramps, painful intercourse, and aggravated incontinence. Nonsurgical treatments: on (B)(6) 2021, the patient commenced incontinence medication, which was mirabegron 50 mg for the treatment of urinary incontinence. On (B)(6)2009, the patient commenced with physiotherapy treatment, including pelvic floor exercises or training, for the treatment of stress, urgency, and leakage urinary incontinence for the duration of 6 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2006. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; groin pain; perineum pain; other pain: lower abdominal cramps; painful intercourse; aggravated incontinence. Nonsurgical treatments: on (B)(6) 2021 the patient commenced incontinence medication: mirabegron 50mg for the treatment of: urinary incontinence. Treatment duration: on going. On (B)(6) 2009 the patient commenced physiotherapy treatment: pelvic floor exercises, vaginal exercises for the treatment of: stress, urgency and leakage urinary incontinence. Treatment duration: 6 months. The patient was treated with other (please specify).